Event description:
Customer reportedly received results of 239 mg/dl, 119 mg/dl, and 133 mg/dl within 5 minutes on the nano system. Customer uses medication for arthritis and believes it may have gotten into blood sample as he did not wash his hands prior to testing. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.